Event description:
It was reported during a tfn procedure the head of the coupling screw broke off during malleting. All pieces of the coupling screw were retrieved. After the nail and helical blade were fully implanted, the surgeon had to mallet three other instruments to complete the procedure after the implants were in place. The insertion sleeve, buttress nut and insertion handle were all damaged from malleting. The surgery was delayed 15 minutes. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: the product development event evaluation was conducted and it states that the breakage of the helical blade coupling screw likely came about from the repeated hammering described as part of the technique guide to insert the helical blade. A review of the product design drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened could result in loading conditions that may lead to breakage. After the nail and helical blade were fully implanted, the surgeon had to mallet 3 other instruments to remove them and complete the procedure. The insertion sleeve, buttress nut and insertion handle were all damaged from mallet. Only the coupling screw was actually broken and the buttress nut was seized onto the threads of the insertion sleeve from mallet impact deformation of the threads. The received conditions of these components reveals significant misuse and are determined to be suitable for their intended use from their respective - as received - evaluations and a design perspective as well. The returned helical blade coupling screw shows evidence of being used and hammered extensively over that time. The as received condition evaluation was performed for the other returned devices and the date of manufacture provided as well. The designs were reviewed and determined to be acceptable for their intended uses and therefore, the complaint is invalid with respect to design.

Event description:
This is report 2 of 4 for complaint (B)(4).